Event description:
It was reported that the laser was started for the first time after the facility upgraded to the xps system. The laser started normally but it was noticed that the calibration time was just 2 min 32 sec. Upon connecting the fiber, it was noticed that the screen was blank; no obvious wiring issues were detected; the patient was under general anesthesia at the time. The green light bph procedure was abandon and the case was completed by turp. "There were no adverse or complications" - there was no patient injury reported.

Manufacturer narrative:
System analysis/service repair: the reported console display issue was confirmed and determined to be the result of a faulty 24 v low voltage power supply (lvps). A water leak from the red hose to the resonator was also found. The 24v lvps was replaced and the water leak repaired. The system was tested and verified to specification.

Manufacturer narrative:
System analysis/service repair in the field was performed on january 15, 2016. The replaced lvps s/n (B)(4) was received at the manufacturer on march 09, 2016.

Manufacturer narrative:
Device evaluated by manufacturer updated system analysis/service repair in the field was performed on january 15, 2016. The replaced low voltage power supply (lvps) s/n (B)(4) was received at the manufacturer on march 09, 2016. Product evaluation: the lvps was evaluated and noted water stain on the board. Board was discarded.